Event description:
It was reported that the patient presented in clinic for a device replacement. Upon interrogation, noise oversensing was observed on the atrial lead. The noise was reproduced with isometric testing. The patient is not pacemaker dependent. Lead replacement was mentioned. No patient's symptoms were reported, and the patient was discharged.